Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 6 of 6. The patient explained he did not disconnect and did not see any unusual leaks around the connections. Gts had the patient cycle power twice to the "press go to start" prompt. Gts then had the patient disconnect and remove the cassette to discard the supplies. Gts explained that a large amount of air had entered into the disposable set. The patient elected to complete therapy with manual supplies and notify their nurse. Product surveillance contacted the patient who explained that his wife had accidentally pinched the line that night and thought that may have caused the error. The patient did not notice anything else unusual with the supplies. The sample was discarded but the patient was able to provide the lot information. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue/disconnection of a supply bag was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause was undetermined. This review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's global technical service center regarding questions on set up with the homechoice (hc) device. The patient was not connected. The caregiver stated the bag became disconnected when setting up supplies. The technical service representative (tsr) explained the issue with contamination of supplies. The tsr suggested starting over with new supplies. On (B)(6) 2010, product surveillance spoke with the caregiver regarding the bag becoming disconnected during setup. The caregiver stated that he does not recall exactly what happened and how the bag became disconnected. The caregiver did confirm that he discarded the supplies. No medical intervention or injury was associated with this event.